Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that IFU, cdc, trek rx and mini trek rx, global, instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). In this case, the balloon being pressurized above rated burst pressure against the heavily tortuous, heavily calcified, 99% stenosed likely contributed to the reported balloon rupture. The investigation determined that the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respect to manufacture, design or labeling. Although the tenku device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, eccentric de novo lesion in the distal right coronary artery that was 99% stenosed. Intravascular ultrasound was performed. During pre-dilatation in the first inflation with a 2.5x15 rx tenku balloon dilatation catheter, the balloon ruptured at 18 atmospheres. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.